Manufacturer narrative:
Investigation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the reload was fully fired and engaged in interlock. The used single use loading unit was reset and reloaded with staples from a test loading unit. The instrument and sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The root cause of the reported condition was unable to be determined, as the product was received open. It cannot be determined when and how the shipping wedge was removed from the sulu. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ileocolic resection there was bleeding from the staple line during the anastomosis. The surgeon oversew staple line to complete the case. The patient had a bleeding from staple line.